Event description:
Journal reference: isaias iu, alterman rl, tagliati m. Outcome predictors of pallidal stimulation in pts with primary dystonia: the role of disease duration. Brain. 2008;131(pt.7):1895-0902. Pallidal deep brain stimulation (dbs) is currently the most effective treatment for advanced, medically refractory primary dystonia. However, factors predicting clinical outcome are not well defined. We reviewed the clinical records of 39 consecutive pts with medically refractory primary dystonia who underwent pallidal dbs implants. Thirty-five pts were implanted bilaterally and four unilaterally. Seven pts had fixed skeletal deformities, (fsd) scoliosis. Reportable event: there were three reports of lead revisions. See mgr report # 2182207200806816.